Event description:
Reportable based on the device analysis completed on 15nov2024. It was reported that the device was unable to be advanced. This 8mm x 40cm interlock-35 device was selected for use in a stenosed internal iliac artery. During the procedure, the coil could not be successfully delivered to the distal end of the non boston scientific catheter despite repeated attempts. The coil was removed from the body. It was noted that when releasing the coil, it could not be pushed out. Therefore, the procedure was completed with another of the same device. There were no patient complications. However, returned device analysis revealed the arm coil was detached.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, only the main coil was returned. Visual inspection found the main coil was bent and stretched at the coil arm and primary coil section, and the arm coil was detached. Microscopic inspection found the main coil was detached, bent, and stretched.